Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine. The home patient (hp) disconnected during drain to go to the bathroom. The technical service representative (tsr) explained the alarm. The hp will start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. The nurse was not aware of this event, however, stated that the patient has resumed therapy without any infection. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) disconnected during drain to go to the bathroom. The lot number is unknown therefore a batch review was not performed. The homechoice apd systems patient at-home guide instructs the patient how to disconnect for a short time for an emergency. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.